Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system exhibited high, out-of-range right ventricular (rv) pacing impedance measurements of greater than 3,000 ohms over the last year. Technical services confirmed there is no noise or oversensing and discussed possible causes. There is discussion about implanting a subcutaneous implantable cardioverter defibrillator (s-ICD) system. At this time, the ICD and this rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).